Event description:
Report received of an incident involving a tubing set that leaked at the filter. The pt was receiving an unspecified dosage of penicillin via PICC line. It was reported that the pt's PICC line became clotted due to the leak and several doses of the antibiotic were missed. The pt had recently been discharged from the hosp. The pt was re-admitted to be re-inserted at that time. There was no report of pt harm or adverse pt effects. Although requested, no additional info was provided.